Event description:
Found during testing. According to the rptr, whenever the device is unplugged from ac, it loses power and won't run on battery. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.